Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error during the priming process. The blood glucose reading was 84 mg/dl. The customer stated that they were able to complete the rewind process. No significant events leading to the alarm were observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump had no cosmetic damage noted on pump assembly. The insulin pump passed prime/compromised force sensor, displacement and basic occlusion test. The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing.